Event description:
It was reported the pt underwent aortic valve replacement. A post-op echo was performed and revealed elevated gradient. Another echo was performed which revealed moderate stenosis. Additional info received indicated the valve was explanted. Exact date and reason for explant is unk at this time.